Event description:
It was reported that the customer was admitted to the emergency room (ER) due to an elevated blood glucose (bg) level of 480 mg/dl and small ketones. The customer was treated with intravenous saline and insulin, and was released from the emergency room the same day with no permanent damage. Reportedly, the cause for the reported issue was due to multiple intermittent cartridge alarms occurring. The cartridge was changed, and insulin delivery was successfully resumed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.